Event description:
It was reported that the insulin pump did not turn on. No further information reported.

Manufacturer narrative:
The pump had a blank display due to a missing battery tube spring. The pump also had cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.